Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s blood glucose was 289 mg/dl at the time of the incident. Customer had blank display. Customer is not calling back after receiving a new battery cap. Customer reported that battery compartment had crack and missing piece. Customer advise the pump will need to be replaced. Customer advise to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify off no power, low battery or any alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label, missing end cap sticker and scratched keypad overlay.